Event description:
A male patient with mild calcification noted in the proximal neck was considered to have a suitable anatomical form for endovascular therapy. The procedure was conducted as labeled in 2008. The contralateral iliac leg graft was deployed with a 0.8 stent overlap, which was insufficient. So an additional leg graft was placed in the area of the overlap of the contralateral iliac leg graft and the contralateral limb of the main body graft. Final angiography noted a possible type I endoleak at the proximal neck (1820334-2008-00673). The proximal sealing site was ballooned with another MFR's balloon but the endoleak was not completely resolved. There was also a possible type iii endoleak at the contralateral iliac leg, so the contralateral limb overlap was ballooned using a different balloon catheter but the endoleak persisted. The proximal sealing site was re-ballooned. The complete resolution of the endoleaks was not achieved. The endoleak slightly remained but its cause was unable to be determined. The physician decided to take a "wait-and-see" approach. Patient status is unk at this time.

Manufacturer narrative:
Event evaluation: still under investigation.